Event description:
Information was later received that noise was observed while manipulating the connector block. Therefore, the lead was surgically abandoned and the device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of this device identified the right ventricular set screw was cross-threaded and there were extremely large holes in both the rv and df- sealplugs. This setscrew was removed and both the setscrew and associated connector block were microscopically examined. The setscrew was confirmed to exhibit signs of cross-threading. The noise on the rv channel electrograms was confirmed. The defibrillation, pacing and sensing functions of the device were verified per automated testing.

Event description:
After reviewing strips and an x-ray, boston scientific technical services (ts) confirmed that the right ventricular setscrew was not fully tightened and was not well engaged.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise that resulted in non-sustained ventricular tachycardia (vt) and ventricular fibrillation (vf). The noise was reproducible in the ventricular channel, but not the shock channel. During patient manipulations, there was a large variation in impedance measurements including measurements less than 200 ohms. An x-ray revealed a decrease in lead thickness. Upon opening the pocket, it was revealed that the lead could be removed without unscrewing the setscrews. The lead was reconnected properly and all issues were resolved. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.